Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. During introduction of a 3.00 x 12 mm taxus liberte drug eluting stent resistance was felt. Upon removal the taxus stent from the hemostatic valve the distal stent edge appeared flared. It is unknown how the procedure was completed.